Event description:
Reported as "tubing was disconnected (not rupture, slipped from connection), reconnection in 2003. New disconnection seen on x-ray, again metal connector did not fix on silicone tubing. No more faith in this tubing."